Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
Infection was reported. The patient who is participating in an (B)(6) clinical study was found to have irritation around the pocket area along with fever. Prolonged hospitalization occurred, and records indicate that the device remains implanted. There are no known patient complications reported as a result of this event.